Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller just spoke with pt who reported internal heating with ins during ins charging. Pt discontinued charging because of the heating. Pt also noted that while his ins charge typically lasts 2 wks, it lasted less than that when pt went to check his system today though caller doesn't know how long it had been since last recharge of ins. Caller doesn't know if recharger was getting warm. Pt noted seeing some type of screen on controller during charging that mentioned some type of battery failure but the actual screen being seen was unclear to caller as pt was recalling from memory. Caller was going to gather further info from pt and go from there. Tss also reviewed having pt call into ps to do further troubleshooting as well. Additional information received from the manufacturer representative reported that the reason for heating had not been determined. The patient was going to continue to use the device and recharge as necessary and watch to see if it was the antenna or implant that gets warm. The patient was going to be seen on 2-sep by the rep and hcp to address the issue. Additional information was received. It was reported the source of the heating was not determined. The patient was instructed to not use the recharger directly on their skin. It was noted the communication with the recharger was good. It was believed the patient had increased their settings, intensity and rate, which equated to the increased recharge burden. The stimulator was reprogrammed and cycling enabled to help with the recharge interval.